Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump stopped working a couple of hours ago. The patient's blood glucose at the time of incident was 350 mg/dl. Troubleshooting was initiated and the customer stated that she identified moisture under the display window. The customer had been driving all day and she stated that she may have sweated on the insulin pump. There were no cracks or other issues with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. No trace of moisture was noted at the keypad traces, electronic assemblies or motor assemblies per our visual inspection. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had minor scratches on the lcd window.